Event description:
As per sales rep, surgeon was putting in omega lag screw in implant. As he was inserting omega lag screw, he was turning handle and the connecting bolt broke off inside the lag screw. Lag screw stayed implanted but compression screw couldn't be inserted.

Manufacturer narrative:
Device remains implanted. Additional information was requested and if received will be provided on a supplemental report. Device remains implanted.